Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. In addition, it was reported that resistance was experienced during the fill process. The customer was eventually able to successfully fill the current cartridge. There was no reported impact to customer's blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.